Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in a transgastric position to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, post-stent placement, the patient developed sepsis. On (B)(6) 2017, the patient underwent a repeat endoscopy, and it was noted that the axios stent was occluded with necrotic material. The patient was treated with antibiotics, intravenous fluids, and lavage. Reportedly, the axios stent remains implanted. There were no further patient complications reported as a result of this event. The patient's condition was reported to be stable.